Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with a new device during the same surgery. This report is submitted on june 22, 2022.

Event description:
Per the clinic, the patient experienced intermittent connection to the internal device. Reprogramming and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
This report is submitted on (B)(6) 2022.

Manufacturer narrative:
Device analysis has indicated device failure. This report is submitted on september 2, 2022.